Manufacturer narrative:
E1: initial reporter address:(B)(6). H4: the lot was manufactured from march 13, 2023- march 14, 2023. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked at the seam. This was observed before use. There was no patient involvement. No additional information is available.